Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. The drive support disk was inspected and no damage or anomaly noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to a blood glucose level of 879 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. Blood glucose level at the time of the incident was 559 mg/dl. Customer declined troubleshooting for high blood glucose levels. Blood glucose level at the time of the call was 201 mg/dl. The insulin pump was not replaced or returned for analysis.